Event description:
It was reported that this left ventricular (lv) lead exhibited lead damage upon removal of the involved implantable cardioverter defibrillator device from the implant pocket. This lv lead was explanted, not replaced due to coronary sinus stenosis and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event because additional information indicated that during the extraction the physician accidentally damaged the left ventricular lead, so it was removed as well. At this point, it can be concluded that use error factors most probably contributed to the event. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.

Event description:
It was reported that this left ventricular (lv) lead exhibited lead damage upon removal of the involved implantable cardioverter defibrillator device from the implant pocket. This lv lead was explanted, not replaced due to coronary sinus stenosis and will not be returned. No additional adverse patient effects were reported.